Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'failed downstream occlusion test', which was not reproduced during evaluation. The reported condition was verified. The cause was determined to be an out of specification downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed downstream occlusion test. It was later clarified the device readings "all failed high". This occurred during testing. There was no patient involvement. No additional information is available.